Manufacturer narrative:
(B)(6). The device was manufactured june 15, 2016 - june 16, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the blue winged luer cap. This occurred before patient use. The device was filled with 4400mg fluorouracil in 115ml 0.9% sodium chloride to a total fill volume of 120ml. There was no patient involvement. No additional information is available.